Event description:
It was reported that the patient was experiencing tenderness and focalized increasing pain at the pocket site. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI capable device. The patient was doing well with great coverage and the explanted ipg was not returned.